Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had experienced high blood glucose values in the 400 mg/dl and 500 mg/dl ranges due to bent infusion set cannulas. Troubleshooting did not occur since the call disconnected. When the customer was called back she was in the kitchen and the reception was bad. The insulin pump was not returned for analysis.